Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump screen was hard to read also the buttons are hard to pressed. Customer was unable to read the display. Customer reported the damage was a scratch on insulin pump case. No harm requiring medical intervention was reported. The customer was declined troubleshooting. Customer did not saw the bolus settings and the clock display was not visible. Customer stated when she changes the battery she loses the time and various bolus settings. Sometimes she only loses the clock. Customer stated date was september 13 and blood glucose were high due to being in the hospital, high because they took the pump off. Customer spouse was able to check alarm history and saw unexpected restart, a cold reset was performed alarm and settings preserved and no other alarms. The device will be returned for analysis.